Event description:
It was reported that a plate break occurred. Additional information was requested with no further information provided.

Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed due to limited information received. The device was not provided for an evaluation. Device history record (DHR) review was unable to be performed as the part and lot number of the device is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.